Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16july2019. Philips service support confirmed the power on/off led power switch had illumination failure. The service support then replaced the power switch overlay to addressed the issue. Performed periodic preventive maintenance. No other abnormalities were confirmed. Unit was checked overall, cleaned, performed run in and functionally tested. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
The customer reported a faulty light emitting diode (led) indicator during preventative maintenance. There was no patient involvement.